Manufacturer narrative:
An investigation was completed to determine the cause of this reported event. An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. The fse replaced the integrated electrosurgical unit (iesu) [erbe] due to error c-71. The system was tested and verified as ready for use. Isi did receive a da vinci product involved with this complaint to perform failure analysis. The erbe was analyzed and the following was found: during (power-on test), the (c-70) error was found, confirming the fault occurred in the field. Upon visual inspection, no issues were found that would be related to the reported event. The complaint was confirmed based on failure analysis. Probable root cause may be attributed to a relay error in the erbe.

Event description:
It was reported that prior to start of a da vinci-assisted surgical procedure before surgical ports placement, the integrated electrosurgical unit (iesu) [erbe] displayed error c-71. The site elected to complete the procedure using a third-party generator. No known impact or patient consequence was reported. The procedure was completed with no reported injury.